Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep recalibrated the collimator and reloaded the software. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system would not adjust the collimator blades properly. No pt injury was reported.